Event description:
It was reported that a smiths medical pump alarmed "no disposable" 24hours after connecting cassette to pump. No clinical consequences observed. Treatment: veletri 50ml/48hours. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing was performed. The sample received consists of one (1) cassette product. The sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage was detected, the sample was received without a white cap and without the blue clip. The pump tube height failed; due sample was received in used conditions it is possible that pump tube height was modify during the use. The sample could be connected without problem; sample passed the test average delivery was within specification. The sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. The root cause remains undetermined. Actions taken were not performed due complaint was not confirmed.